Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was also noted that the unknown residue and corrosion on the electric motor/electronic control unit assembly are issues that are consistent with age (worn out) and improper cleaning and care of the device. The assignable root cause was determined to be due to wear over time and failure to follow the cleaning and sterilization procedures per the directions for use. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the electric pen drive device and hand switch device had a calibration issue. During an in-house engineering evaluation, it was observed that the electric pen drive device failed hand switch test and ran on its own without the hand switch engaged. It was also noted that the device had unknown residue and corrosion on the electric motor/electronic control unit assembly. It was reported that this issue was discovered during service and repair. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.